Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found within specification and the customer reported issue 'under infusing' were verified through a review of the event history log and reproduced during evaluation. The reported condition was not verified. The device was found passed the flow accuracy test with an error less than 5%. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was under infusion during testing at the bet shop. There was no patient involvement. No additional information is available.